Event description:
It was reported that the patients hip (unknown side) was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head 44mm/+8mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patients hip (unknown side) was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.